Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to lead was bent or kinked, placement difficulty and dislodgement. Additional information indicated that the lead issue was determined upon visual inspection after the lead has been removed from the body. The bent or kinked was located in the proximal to anode ring. The suspected cause was due to tough patient's anatomy. A new lead was used and was successfully implanted. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.